Manufacturer narrative:
Additional information: concomitant medical products. Device evaluation: one smiths medical cadd legacy pca pump was returned for analysis with no damage observed on the pump. Event log history was performed and indicated that there were two 20ml bolus tests performed prior to the pumps return to smiths. During analysis, the customer's concern regarding over infusion was unable to be confirmed. The pump was tested for accuracy. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. When performing volumetric accuracy testing, as per legacy operator's manual, equipment needed 50 or 100 ml cadd medication cassette reservoir with attached cadd extension set with anti-siphon valve must be used when performing volumetric accuracy test. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy pca pump was found to be over infusing. There was no reported serious injury to the patient.